Manufacturer narrative:
It was noted that the device is not available or evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
"Knee revision due to instability" was reported.

Manufacturer narrative:
An event regarding crack/fracture, wear, and instability involving a triathlon insert was reported. The event was confirmed via evaluation of the returned device and clinician review of provided medical records. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the insert is worn. The damage present on the posterior portion was consistent with delamination and material loss. The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration observed on the tibial insert is consistent with the absorption of synovial fluid by the device. -clinician review: a review of the provided medical information by a clinical consultant indicated: "over a 10 year period there was substantial polyethylene wear that led to revision surgery device or procedure related adverse event: polyethylene wear leading to instability and revision surgery. The tibial component was placed in significant varus at the time of the primary surgery. Wear was evident with thinning of the polyethylene medially. In addition there was posterior translation of the femur on the tibia, the competency of the pcl could not be determined from the notes. Root cause and confirmation: a root cause cannot be determined without additional records. The revision surgery can be confirmed. Polyethylene wear can be confirmed. The root cause was likely varus malposition of the tibial component and perhaps pcl injury." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to instability and fracture/wear of the triathlon insert. The fracture and wear of the insert was confirmed via evaluation of the returned device. A review of the provided medical records by a clinical consultant confirmed joint instability and indicated that "the tibial component was placed in significant varus at the time of the primary surgery" and that this may have contributed to the event. Further information such as additional pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
"Knee revision due to instability" was reported. Per clinician review of provided medical records, "over a 10 year period there was substantial polyethylene wear that led to revision surgery. Device or procedure related adverse event: polyethylene wear leading to instability and revision surgery. The tibial component was placed in significant varus at the time of the primary surgery."